Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging black marks on dislpay. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.